Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 400 mg/dl. Less than 24 hours after the pod was activated. He could feel and smell insulin leaking and upon inspection he noticed the cannula was bent.